Manufacturer narrative:
Investigation conclusion a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting testing negative on this assay but positive on another brand rapid antigen test. Unknown if confirmation testing was performed. Further contact with the customer is not possible.